Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy as a result of lead migration following a traumatic event that occurred on (B)(6) 2023. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address the issue.